Event description:
It was reported that the customer was admitted to the intensive care unit; cause of admission was not provided. A blood glucose level was not provided. Customer declined troubleshooting with tandem technical support and declined to provide further information. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.